Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr was completed. Reportedly, during knot advancement, a suture break occurred with the suture of the first prostyle device. The suture knot of the second prostyle device was successfully advanced. The suture of a third prostyle device was deployed; however, a cuff miss [suture retrieval issue] occurred. Imaging revealed the vessel had occluded. A surgical cutdown was performed and it was noted that the suture of the second prostyle had captured the back wall. Blood flow was restored and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.